Event description:
It was reported that as of four days prior to report, the stimulation was ¿turning up by itself.¿ the patent confirmed this was happening because it ¿blew the bottom of his feet off.¿ the stimulation was also felt in the legs. The patient was just walking when this happened. It also occurred when he was sitting in a car. The patient never confirmed the amplitude went up with the programmer. The patient turned the stimulation off and had not had it back on since. The patient also thought he observed a message that said to call the doctor. The programmer was not with the patient and he was not concerned about turning it back on. The patient did not have a follow-up healthcare professional (hcp) but did have an appointment with a new hcp in december. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).